Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump act key and the up arrow keys not responding always. The customer¿s current blood glucose level was 199 mg/dl. Troubleshooting was provided for keypad anomaly. The insulin pump will not be returned for analysis. The customer rewound the insulin pump again to get it ready for the re prime. The customer also stated that they unable to see the screen of the pump and dependent on the buttons. The customer also stated that clock get advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.